Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-01 (B)(4) (con): information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2024. It was reported that the lead migrated and was broken/damaged/cut. Patient reported that the lead had come out. The patient had a loss of therapy. Cause was not determined.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# 60524138, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. When asked to clarify lead break/lead came out they reported the lead disconnected from the grounding pad and therapy paused for a short period. Cause was unknown. Steps taken were the lead was reattached to the grounding pad and the issue was resolved.